Manufacturer narrative:
Investigation: the disposable set was unavailable for evaluation. The device history records were evaluated for this device. There no events noted in the DHR that would have contributed to the allergic reaction experienced by the patient. Quality labs and sterilization passed requirements. A review of the lot for similar reports was carried out, none have been reported. The terumo bct technical specialist told the customer about the saline rinse option to mitigate the effect of eto response. A subsequent collection occurred the next day for the patient. Root cause: based on the event information provided by the customer, the root cause for the patient reaction is the patient's allergic response to eto. The spectra optia apheresis essentials guide provides the "saline rinse" as a procedure option. This option "allows you to rinse the tubing set with saline solution when you are concerned about hyper sensitivity reactions associated with residual ethylene oxide in the tubing set, which is aby-product of sterilization. This option is available to select before you connect the patient."

Event description:
The customer reported that a patient had a reaction possibly due to the ethylene oxide (eto)residual in the tubing set or to the anticoagulation (acda) used during an auto logous mononuclear cell (mnc) collection. The reaction occurred almost immediately after the start of the procedure. Benadryl, solucortef, prednisone, and zantac were administered to the patient. He was admitted to the hospital and received steroids. The patient's condition is stable. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to medical intervention via medications administered and due to hospitalization.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.